Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a1, a2, b7, d3, d4, g1, g2. Corrected information: d7. Corrected b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2011.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted adhesions to the mesh and marked diastasis where the mesh was placed. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.